Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging power button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging her onetouch verio iq meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at an unknown time in the evening. The patient reportedly manages her diabetes with novomix 30 insulin and she reported skipping her evening dose at 10pm in response to the alleged issue. The patient denied developing any symptoms and did not receive any medical treatment due to the alleged issue. She reported testing on another meter at approximately 10pm that night and reported obtaining a value of ¿11.4 mmol/l.¿ at the time of troubleshooting, the csr noted that the subject device was not brand new. The patient was using the correct test strips. The meter powered on with the test strips but not with the power button. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.